Event description:
Customer reported that alarm does not sound when the magnet pull cord is detached from the alarm. Customer reported when batteries are replaced in the alarm, the red light flashes two times but the alarm does not sound. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit found that when the unit was powered up it was already on suspend mode. The unit was on suspend mode while the magnet was off the magnet plate and remained on suspend mode when the magnet was placed on the magnet plate. The unit was left powered up for five minutes but remained stuck on suspend mode. The batteries were removed and a power supply was used as a source of power but results remained the same. No functional tests can be performed since unit is stuck on suspend. (B)(4).